Manufacturer narrative:
Investigation is ongoing.

Event description:
Per the field clinical specialist (fcs), during a tavr procedure for a 29mm sapien 3 in the aortic position via transfemoral approach, the team implanted the valve with an additional 3ccs of volume. Upon initial inflation, the balloon ruptured. The operator attempted to pull the balloon and delivery system back into the esheath but felt resistance. After a second attempt at retracting the delivery system into the esheath, the delivery system broke leaving the balloon and tip in the patient located just above the iliac bifurcation. The balloon material was partially removed through the esheath. The operator removed the delivery system and then attempted to snare the tip of the delivery system and pull it back into a non-edwards's sheath. The operator was able to snare the tip but while trying to pull the tip and balloon material into the sheath, the tip broke/separated from the balloon leaving a significant portion of the working length of the balloon in the patient just above iliac bifurcation. Material of the balloon was partially removed and taken out via sheath. No cut down was performed. Patient was stable and discharged the 1-day post op.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information base on the device evaluation. The following sections of this report have been updated: corrected h.6 investigation conclusions and added new information to h.6 type of investigation and investigation findings. The device was returned to edwards lifesciences for evaluation. A 29m commander delivery system returned locked, with loader cap over the flex shaft, no fine adjustment used, full working length of inflation balloon and spring assembly not returned. Distal tip observed separated. Balloon burst confirmed on tapered part of balloon with the distal tip separation with full working length of inflation balloon and spring assembly missing. Balloon measurements were unable to be taken due to burst location. Imagery was provided from the site and revealed the following: patient's right access vessel had presence of calcification and tortuosity. One (1) strut appeared punctured through sheath near sheath strain relief. One (1) strut appeared bent greater than 90-degrees at the inflow side. Multiple struts exposed through the skirt, normal after crimped and used. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. Current risk mitigations include design and manufacturing controls, IFU warnings and cautions, and physician training on how to deploy thv. The benefits of the device outweigh the risks associated with difficulty or inability to inflate balloon, requiring prolonging procedure. A device history record review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. IFU was reviewed and no IFU/training deficiencies were identified. A risk assessment was performed on the reported event and reveal the following applicable items in the risk management worksheet as a potential cause that may lead to procedural delay. Also, there was no evidence of product non-conformances or labeling/IFU inadequacies identified in the evaluation. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for balloon burst, difficulty or inability to withdraw system through sheath and distal tip split were confirmed by visual inspection of the returned device. No visual abnormalities were observed on the returned sample. A review of IFU/training materials revealed no deficiencies. An existing technical summary has been documented for root cause analysis on balloon bursts in a calcified landing zone. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified landing zone. As per 3mension report provided, there was heavy calcification on all three native leaflets and in the sinus of vasalva. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Additionally, it was noted that an additional volume of 3ml was added to the balloon. The prescribed nominal inflation volume is provided in the IFU that was documented in the technical summary. It is possible the balloon was overinflated, subjecting the balloon to pressures high enough to cause the balloon to burst. As the balloon was burst, the altered balloon profile can be more susceptible to catch on the distal end of sheath tip which would have then led to the experienced retrieval difficulty. As a result, additional pull force/excessive device manipulation could have been applied to overcome the withdrawal difficulty which then led to the reported separation. In addition, the technical summary outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. The technical summary also outlines the instructions for valve deployment. It should be noted that these mitigations are still in place. In this case, review of available information suggests that patient factors (calcification) and procedural factors (over-inflation) contributed to the balloon burst while procedural factors (withdrawal of burst balloon, excessive manipulation) contributed to the withdrawal difficulty and separation. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified.